Event description:
Analysis of the returned device found the polytetrafluoroethylene (pfte) coating was peeling. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned, only a small piece of green material packaged in a plastic vial was returned for analysis. Inspection of the material noted that it appeared to be a piece of the ptfe coating from the device. From the information available, there is no indication of misuse, user error or mishandling on the part of the end user. Based on all information available, a definitive root cause cannot be determined. A root cause classification of undeterminable has subsequently been assigned.